Event description:
The customer reported to customer service that her power supply for her breast pump was no longer powering on her pump and she witnessed blue sparks coming from the power supply.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer, the customer indicated that the sparks were witnessed by the wall outlet and adapter. The customer also indicated a spot on the adapter along the cord looks melted. Customer stated there was no breach in the transformer housing, no exposed wires, and that she does wrap the cord around the housing, which was very hot and could have contributed to the melting of the cord. The customer also confirmed that no injuries were sustained as a result of this issue. A visual examination of the power supply revealed no damage to the transformer housing, but confirmed exposed wires on the cord. The power supply was plugged in and the voltage across the dc plug was measured at 13.66 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Sparking was observed while the power supply was plugged in. The resistance across the ac blades measured as 60 ohms, which is normal and indicates that the thermal fuse did not blow. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.